Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n 34246) displayed 'system error, out of service, revert to manual CPR' error message upon" was confirmed during functional testing. Archive review could not be performed because the data could not be downloaded. Therefore, the specific type of system error could not be identified. The system error was cleared using apvision3 software, and it did not replicate during all subsequent testing. Nevertheless, the processor board pca assembly was replaced as a preventive precautionary measure. Visual inspection of the returned platform revealed that the front and bottom enclosures were cracked with broken screw bosses, unrelated to the reported complaint. The observed physical damages appeared to be the characteristic of harsh impacts due to user mishandling. The damaged front and bottom enclosures were replaced to address the issues. Unable to recover data from the archive because the platform did not fully boot up due to the system error. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the customer's reported complaint. The processor board pca assembly was replaced to address the reported complaint of the system error. During further testing, it was noticed that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The autopulse platform was further tested with a large resuscitation testing fixture (lrtf) equivalent to a 250-pound patient with known-good test batteries for 15 minutes. The platform passed all the tests without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(6).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR". To troubleshoot the issue, the customer tested the autopulse platform with different batteries, but the system error persisted. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.